Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, when the right ventricular (rv) lead, was connected to the device noise was observed on the rv channel, which worsened when the physician touched the device. The rv lead impedances were high undefined. The lead was disconnected and reconnected, however, the issue continued. The lead was disconnected, tested on a pacing system analyzer, and no abnormalities were observed. When the lead was reconnected to the device, noise was observed again. A new device was used, however, the problem persisted. The rv lead was removed and replaced with a new lead. The new rv lead was connected to the new device and noise was again noted. However, a second attempt to reconnect the lead resulted in normal measurements. The device and lead remain in use. No patient complications have been reported as a result of this event.